Event description:
Reportedly, the patient is "in pain constantly. The implant has caused bony overgrowth. [Patient] is worried about another surgery."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease, c5-6, c6-7. Herniated nucleus pulposus, c5-6 and c6-7 and underwent the following procedures: anterior cervical discectomy and fusion, with a peek cage and bmp at c5-6 and c6-7. Anterior cervical plating, c5 to c7. As per op-notes,¿ the hole was about 6 mm in size and we used a 6 mm bur. We then put a 6 mm peek cage, filled with bmp into the disk space. We then took the longitudinal traction off with the caspar pins, took the pin out of c5 and moved it down to c7. This disk space was extremely difficult to get to due to the size of the patient. We opened up the disk space with a knife blade, used an elevator to open it up further. We burred down the flange of c6. We got back to the posterior longitudinal ligament, took out a lot of the bony spurring. We opened up the ligament and took it out with the kerrison. That seemed to be open. This size seemed to be more of about 7 mm. We used the 7 mm bur, followed by a 7 mm peek cage and filled with bmp. A 45-mm plate was used. We drilled the holes and put the plate in and secured it.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.